Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue: moisture in the battery compartment with no damage to the pump. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2017 with the following findings: a visual inspection of the pump showed multiple cracks in the battery compartment. Moisture/corrosion was found in the battery compartment. A leak test revealed a leak at the battery compartment crack. The pump was opened and moisture/corrosion was observed in the motor circuit unrelated to the complaint, investigation revealed a dim, discolored display.